Manufacturer narrative:
(B)(4). Additional information: batch # m53j91. Sled movement. Conclusion: the analysis found that one plee60a device was returned in good visual condition and with an ecr60g partially fired 1/16 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a gastric sleeve procedure, before the first firing, the device was closed, with peri strips present, and would not open back up. The device never made it to the patient. A gst60g reload was used. Another like device was used to complete the procedure. No patient consequences were reported.